Event description:
Surgical procedure: plication of right hemidiaphragm and placement of gastrostomy button. A 5mm cannula was placed in the gastrostomy port site, and a 3mm cannula was placed in each of the right and left upper quadrants respectively. The liver was retracted, ethibond plication stitches placed within the diaphram with movement lateral to medial. During this process, one of the laparoscopic needle driver hinges broke and a small piece of metal was lost which was confirmed on x-ray. An additional 3mm cannula was placed to explore the retrohepatic space. Following 30 minutes of exploration, the foreign body was found and removed without difficulty.